Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the handle components attached, visual analysis showed the deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The inner member shaft and spindle hub appears intact with no evidence of damage. There is no voiding observed on the capsule. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The device was received and evaluated by medtronic; on applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end, confirming the reported event. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the actuator of the delivery catheter system (dcs) separated during loading of the valve while the capsule was 2/3 closed. It was reported that the deployment knob trigger was not used at any point in the process and the handle was not over-driven. There was no unusual tension felt in the system during loading. The dcs was replaced and will be returned for analysis. A second dcs was used to complete the procedure without any further issues. No patient involvement was reported with the first dcs.